Event description:
It was reported that the user made two meal announcements for dinner on the ilet, after which the sensor indicated 68 mg/dl and a confirmatory fingerstick measured 71 mg/dl; the user had no symptoms, and customer support confirmed the duplicate meal entries and provided education to recheck glucose in 15 minutes and call back if needed. Symptoms included asymptomatic low glucose. Outcomes included no injury and no medical intervention beyond self-monitoring guidance. Investigation included review of uploaded reports and troubleshooting with user education. Investigation of this case revealed an operational use error of duplicate meal announcement, with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error.